Event description:
It was reported the patient's ipg was inoperable due to the patient failed to recharge the device for approximately 9 months. As a result, the patient underwent surgical intervention on (B)(6) 2018, wherein the ipg was replaced. Reportedly, effective therapy resumed following the procedure. The issue is resolved.